Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that patient turned off stimulation for 4-5 month, and in turn, became inoperable. Patient controller (pc) displayed "generator unavailable", and clinician programmer (cp) was unable to establish communication with ipg. Troubleshooting was attempted by an abbott representative no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.